Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the keypad was observed to be completely intact with no lifting or damage observed. The ok, up, down and contrast keys were observed to be fully responsive to testing. There were no hypersensitive keys observed on the keypad. There were no self locking occurrences during testing. The pump was able to be manually locked and manually unlocked with no issues. The keypad cover was removed and no button contact defects were observed. There was no contamination under the up, down, ok or contrast key contacts observed. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No further details were provided regarding the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.